Event description:
It was reported that during the tha, the surgeon felt that the cup was little bit loose on the pt acetabuli. However, the cup was not revised another one.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.